Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) and a consumer (con) regarding a patient receiving an unknown dose of an unknown concentration of bupivacaine and an unknown dose of an unknown concentration of morphine via an implantable infusion pump for non-malignant pain. It was reported that the pump had been alarming and had become empty and the patient was in withdrawal beginning on (B)(6) 2016. Stated that pump had been empty for two weeks. No interventions were mentioned. Patient reports being in withdrawal experiencing nausea, stated she cannot eat or breathe without thinking about vomiting. Patient reported she cannot keep food down, and the hospital emergency room overdosed her with 4mg twice while trying to help her with the withdrawals on (B)(6) 2016. Hot flashes and cold sweats were also reported. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury; however, this event is still reportable as a malfunction. Company rep no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The previous information had just been received from a consumer. It had also been noted that the patient was trying to find a health care professional who would remove, not refill, the patient's pump. The patient had experienced weight loss due to the nausea, and her hot flashes and cold sweats were like menopause. The patient's symptoms had started suddenly.

Manufacturer narrative:
Updated to reflect information received on (B)(6) 2017. Patient code (B)(4) added to reflect the report of pain on (B)(6) 2017.

Event description:
Additional information was received from the consumer on (B)(6) 2017. It was reported that nothing had been done with the pump. The patient needed someone to refill the pump at their new location as their pain was "unbearable". No additional information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There were no further complications reported.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's pump has now been empty since (B)(6) 2016. The patient stated that she left an abusive relationship in (B)(6) that almost killed her and now she could not find a healthcare professional (hcp) in (B)(6) to manage her pump. The patient also reported that the morphine made her sick so she needs the medication changed. The patient was currently inpatient at (B)(6) hospital. The patient wanted someone to refill her pump. The consumer's phone died and no other information was received at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.